Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge due to a cartridge adhesive failure after it was yanked out as customer was playing on the trampoline. Customer's blood glucose (bg) level was 300-350 mg/dl. Customer administered a manual injection to resolve bg. Reportedly, a new cartridge was loaded to address the issue.